Manufacturer narrative:
Based on the information provided, it could not be determined when the foreign material alleged to be v.a.c. Veraflo cleanse choice¿ dressing was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. A device evaluation and a device history record review could not be performed. The v.a.c. Veraflo cleanse choice¿ dressing was reportedly left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: foam placement: always use 3m¿ v.a.c. ® dressings or 3m¿ v.a.c. Veraflo¿ therapy dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The 3m¿ v.a.c. Whitefoam¿ dressing may be more appropriate for use with explored tunnels. The 3m¿ v.a.c. Veraflo cleanse¿ dressing system may be more appropriate for use with explored tunnels when using 3m¿ v.a.c. Veraflo¿ therapy where robust granulation tissue formation is not desired. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure, or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound and the dressing change date and document that number on the drape, in the patient¿s chart and on the foam quantity label (if provided). Foam removal: 3m¿ v.a.c. ® foam dressings and 3m¿ v.a.c. Veraflo¿ therapy foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events. If significant bleeding develops, immediately discontinue the use of the 3m¿ v.a.c.® ulta therapy system, take measures to stop the bleeding, and do not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of the 3m¿ v.a.c.® therapy or 3m¿ v.a.c. Veraflo¿ therapy until adequate hemostasis has been achieved, and the patient is not at risk for continued bleeding. Keep 3m¿ v.a.c.® therapy and 3m¿ v.a.c. Veraflo¿ therapy on: never leave a 3m¿ v.a.c. ® dressing or 3m¿ v.a.c. Veraflo¿ therapy dressing in place without active 3m¿ v.a.c. ® therapy or 3m¿ v.a.c. Veraflo¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new 3m¿ v.a.c. ® dressing or 3m¿ v.a.c. Veraflo¿ therapy dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2025, the following information was provided by the wound care nurse: the patient required inpatient v.a.c.® therapy from (B)(6) 2025, following an exploratory laparotomy for identification and removal of a retained piece of a foreign material alleged to be v.a.c. Veraflo cleanse choice¿ dressing believed to have been left in the wound from a previous hospital admission. On (B)(6) 2025, the following information was reviewed via clinical records: the patient is an 85-year-old female who underwent significant abdominal surgery on or about (B)(6) 2025, resulting in a wound that failed to heal properly. On (B)(6) 2025, the patient presented to an outpatient wound care appointment and the physician noted that ¿given the prolonged healing time and complications, surgical intervention was now deemed necessary.¿ on (B)(6) 2025, the patient underwent an exploratory laparotomy as the wound had developed three sinus tracts and a ¿CT scan demonstrated that the fascia was intact with the exception perhaps of 1 very small area in the midportion of the wound.¿ findings of the procedure noted ¿retained wound vac sponge in the upper portion of the wound.¿ the patient resumed v.a.c.® therapy post-surgery without further complications, and v.a.c.® therapy was discontinued on (B)(6) 2025 due to adequate healing. On (B)(6) 2025, the following information was provided by the wound care nurse: the nurse reported she was present in or for removal of retained sponge and confirmed dressing was consistent with v.a.c. Veraflo cleanse choice¿ dressing. The v.a.c. Veraflo cleanse choice¿ dressing lot number was not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.